Manufacturer narrative:
Date of the event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient lost stimulation at an unknown date. Patient states they did not look at the controller for several months and does not know if they received a message. Surgical intervention took place in which the ipg was explanted and replaced to address the issue.